Event description:
The customer reported that intermittently, there was a generator error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.